Event description:
It was reported, that during a stent placement through left iliac vein. The device allegedly, failed to expand. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot history record of this lot was reviewed, with special attention to the manufacturing and inspection of this product. And the product was found to have met the specification prior to shipment. Investigation summary: the sample was not available for evaluation. X-ray images were provided demonstrating the stent inside the vessel after the event. Minor strut deformation, indicating stent elongation are visible on the image. Which are considered a consequence of the event. Clear indications, for expansion issue or deployment failure could not be found on the image. Which leads to confirmed, result for stent deformation. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 08/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2022). Device not returned.

Event description:
It was reported that during a stent placement through left iliac vein, the device allegedly failed to expand. There was no reported patient injury.